Event description:
Patient reported right side "rupture." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, d1, d2, d4, d6b, g4, h4, h6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted and replaced with non-allergan device.

Event description:
Patient reported right side "rupture." Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in the radius side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: red particles observed, in the gel.

Event description:
Patient reported, right side "rupture". Device has been explanted and replaced with non-allergan device.